Event description:
It was reported that the reservoirs leaked. Reservoirs leaked from the needle and tubing connector. Nothing further reported.

Manufacturer narrative:
Two opened and or used reservoirs were inspected and no anomalies were noted on reservoir or transfer guard. Reservoir connected and locked in place properly on each one.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.